Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the peritonitis. Treatment for the peritonitis event was not reported. Dianeal therapies were ongoing. It was reported that the patient was recovered from the peritonitis event. Additional information was requested but is not available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. On an unreported date, the patient experienced peritonitis. This report involves the same patient as in (B)(4). The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.